Event description:
Investigation results completed on a cadd solis vip pump 2120. Summary in h 10.

Manufacturer narrative:
Investigation results completed on a smiths medical cadd solis vip 2120. Device arrived in good physical outer condition. When event log was opened it revealed the software was reloaded eight months ago and never updated. When testing and duplicating actual device it verified complaint of date reset to 2005. It was believed that when updating software it did not include programming the date. Repairs was taken to update software v 4 will be reloaded into the pump and pm will be performed. Device passes all functional and delivery tesing and clock was updated.

Event description:
Information was received indicating that a smiths cadd-solis vip ambulatory infusion pump re-set to the year 2005. There were no injuries or adverse events reported but this malfunction has the ability to cause serious injury if it re-occurred.